Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen became cracked. Reportedly, the cause of the crack is unknown. The customer's blood glucose level was 139 mg/dl. The customer stated that the pump would continue to be used for insulin therapy.